Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from 1.5 years to three months in a span of six months. Data analysis confirmed premature battery depletion (pbd). Device replacement was recommended and return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from 1.5 years to three months in a span of six months. Data analysis confirmed premature battery depletion (pbd). Device replacement was recommended and return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity dropped from 1.5 years to three months in a span of six months. Data analysis confirmed premature battery depletion (pbd). Device replacement was recommended and return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.